Event description:
It was reported that a home patient had a high drain 105 alarm on a homechoice device during use, after use and prior to the next therapy. A high drain alarm indicates that the patient drained greater than 200% of their prescribed cycle fill volume. The current ultra-filtration (uf) equaled 1283ml, with cycle 5 uf equal to 1978ml, cycle 4 uf equal to -241ml, cycle 3 uf equal to 18ml, cycle 2 uf equal to -240ml, and cycle 1 uf equal to -232ml. The patient¿s total volume equaled 9500ml, with a fill volume equal to 1800ml, and last fill volume equal to 300ml. The technical service representative explained the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A review of service history data revealed previous device servicing did not cause or contribute to this event. The sample was not returned for evaluation, therefore a device analysis could not be performed and a cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.